Event description:
As the x-ray operator was preparing to take an x-ray, the horizontal arm broke at the end that connects with the control unit. The operator caught the arm from falling.

Manufacturer narrative:
The patient was not injured with this event. The operator's back was strained from catching the arm but the operator did not seek medical attention. The unit was inspected by a dealer service technician. The bushing casting of the horizontal arm at the end where the arm is connected to the control unit cracked causing the arm to drop. The horizontal arm of the x-ray unit is pre-assembled with a pivot shaft inserted into the bushing casting and secured with a set screw. The pivot shaft of the horizontal arm is then connected to the top of the wall mounted control unit during installation. The dealer service technician repaired the x-ray unit with a horizontal arm replacement. Inspected by a dealer service technician.